Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and basedow's disease ('graves disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced basedow's disease (seriousness criterion medically significant) and pain ("soreness"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, basedow's disease and pain outcome was unknown. The reporter considered basedow's disease, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: graves disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added events medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced basedow's disease ("graves disease"), pain ("soreness") and dysmenorrhoea ("my heavy cycles pain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, basedow's disease and pain outcome was unknown. The reporter considered basedow's disease, dysmenorrhoea, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: graves disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : new reporter was added, event pain menstrual was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.